Event description:
It was reported that the patient was in the emergency room complaining of syncope. It was also reported that their right atrial (ra) lead had high bipolar impedance, high threshold and oversensing during unipolar testing. The patient was told that their doctor wanted to wait to replace the atrial lead until the time of pacemaker replacement, which is estimated in 10 months. The ra lead remains in use until then. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, (B)(6) 2007. (B)(4).